Manufacturer narrative:
No device was returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that after using a distal hood attached to the evis lucera elite gastrointestinal videoscope for upper endoscopy on april 25th, the reprocessing of the scope was performed without removing the distal end hood from the scope, and the next patient was treated as it was april 26th. No patient health hazards have been reported to olympus at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to incorrect reprocessing by the user or device handling. The event can be detected by following the instructions for use (IFU) which state: operation manual. ¿4.3 using endotherapy accessories ¿ ¿chapter 4. Operation¿ 4.3 (english ver. 4.2) detaching the distal hood from the endoscope if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the evis lucera elite gastrointestinal videoscope was reprocessed, with the distal hood (maj-1989) attached to the endoscope. The device was subsequently used on one patient. There was no adverse event associated with this reported event. Attempts to retrieve additional information from the customer are in progress. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the maj-1989 used in the procedure.